Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the universal surgical manipulator (usm). The usm was tested on an in-house system in normal mode where failure analysis investigation confirmed and replicated error 319. The usm was tested on a patient side cart fixture test platform (pftp) where it failed the fiber test on the rolling loop. The complaint was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the universal surgical manipulator (usm) issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the product involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding the usm issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the system had repeated recoverable 319 faults on the universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer reboot the patient side cart (psc) with the emergency power off, but the fault returned. The customer stated they would attempt to continue with 3 usms and disabled usm 3. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not do the procedure as a 3-usm system. The customer undocked and pulled in a second da vinci system to complete the procedure robotically with all four usms. No patient demographics available.